Event description:
It was reported by the user facility's biomedical engineer (biomed) that during the use of the device for a non-clinical activity, the rheostat popped out. There was no pt involvement.

Manufacturer narrative:
Customer stated that they were testing the unit in biomed and the rheostat popped apart. The biomed thought he would try and fix himself. Investigation in process, but not yet completed.